Manufacturer narrative:
Extension model 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown; lead model 3093-28, lot# v001083, implanted: (B)(6) 2006, explanted: unknown; programmer model 3031a, serial# (B)(4). The device is included in the educational brief, discussing lead fragments left behind during the removal of the interstim tined lead ((B)(6) 2010). Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.

Event description:
It was reported that a lead was damaged during an explant procedure. The hcp was explanting the lead and pulling from the lead entry site. The hcp had also dissected down to the fascia and pulled from that point. The lead broke off at the proximal tined anchor and the remaining components were unretrieved and left in the body. Additional information has been requested, but was not available as of the date of this report.